Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the autofill failure when using a fiber-optic balloon. The stm observed the balloon would pulse approximately 8 times and the screen would display "calibrating fiber optics" and the pressure waveform would flat line towards the bottom of the graph and after 15 seconds timeout and display autofill failure. However, the stm was not able to reproduce the autofill failure when triggering off of pressure or ECG. The stm noticed that the blue plastic area inside the fiber optic pot, where the fiber optic connector plugs in, was cracked. The stm replaced the fiber optic connector. He then tested the iabp with a trainer and fiber optic balloon and was still receiving an autofill failure when using a fiber optic balloon. The stm then replaced the fiber optic cable but still received the autofill failure. He then replaced the fiber optic module board. The iabp worked without any error at first but when it was rebooted the stm saw the alarm "fiber optic sensor failure" the stm turned off the iabp and removed the batteries and removed and reseated the fiber optic module board but the "fiber optic sensor failure" alarm still generated. The stm the inspected the internal boards and discovered dried saline in an area close to the front end board. The stm determined that the next step is to replace the front end board due to possible damage related to the saline spill. At the time of this report the iabp repair has not been completed. A follow up emdr will be sent once final repair results are received.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" while in use with a fiber-optic intra-aortic balloon. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) further evaluated the iabp and recalibrated the transducers, verified functional and safety performance per factory specifications. The stm could no longer duplicate the failure with 40cc balloons, but also noted that occasionally when using 50cc balloons at this altitude the unit would require a second autofill before pumping. The stm reported his findings to getinge technical support and factory. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an "autofill failure" while being used with a fiber-optic intra-aortic balloon. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.